Event description:
It was reported to philips there was an issue with the touchscreen. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips service engineer confirmed there was a misalignment in the touch position which was not resolved by calibrating the touchscreen. Following the evaluation of the device, the service engineer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
The part was returned to failure investigation. The ul_lr and ur_ll resistance were out of spec and the resistance ratio ul_lr/ ur_ll were out of spec.